Event description:
Event description boston scientific, cardiac rhythm management received information that a patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead received inappropriate shocks due to noise. It was reported that this was caused by damaged leads; both the patient's chronic rv defibrillation lead and non-guidant right atrial lead were damaged due to clavicular crush (confirmed via x-ray). As a result, the patient's leads were surgically abandoned and the ICD explanted.